Manufacturer narrative:
A2 age at time of event corrected from 85 to 86. H1 type of reportable event - corrected from malfunction to serious injury.

Event description:
It was reported that valve movement occurred. Vascular access was obtained via a left transfemoral approach. A 15f isleeve introducer sheath was placed. An xs safari2 guide wire was positioned. The native annulus lacked notable calcium deposits. A 27mm lotus edge valve was positioned to treat the aortic valve. The 27mm lotus edge valve was implanted with a depth 4mm below the annulus. Prior to final release of the 27mm lotus edge valve, several tug tests were performed to evaluate anchoring. The 27mm lotus edge valve appeared sufficiently anchored. During release from the delivery catheter, the 27mm lotus edge valve moved out of position. The physician was able to retrieve the 27mm lotus edge valve and move it to the ascending aorta above the coronary arteries. A 29 mm non-bsc stent was deployed within the 27mm lotus edge valve to keep leaflets open and to help anchor it in the ascending aorta. The patient remained stable during the procedure and went to the ICU after the procedure. Since the event was reported, the patient has been transferred out of the ICU and is recovering well. It was further reported via user facility medwatch #(B)(4) that after the valve moved out of position post deployment, a left axillary artery cut-down was performed with placement of a dacron conduit for aortic stent placement and the placement of an aortic stent.

Event description:
It was reported that valve movement occurred. Vascular access was obtained via a left transfemoral approach. A 15f isleeve introducer sheath was placed. An xs safari2 guide wire was positioned. The native annulus lacked notable calcium deposits. A 27mm lotus edge valve was positioned to treat the aortic valve. The 27mm lotus edge valve was implanted with a depth 4mm below the annulus. Prior to final release of the 27mm lotus edge valve, several tug tests were performed to evaluate anchoring. The 27mm lotus edge valve appeared sufficiently anchored. During release from the delivery catheter, the 27mm lotus edge valve moved out of position. The physician was able to retrieve the 27mm lotus edge valve and move it to the ascending aorta above the coronary arteries. A 29 mm non-bsc stent was deployed within the 27mm lotus edge valve to keep leaflets open and to help anchor it in the ascending aorta. The patient remained stable during the procedure and went to the ICU after the procedure. Since the event was reported, the patient has been transferred out of the ICU and is recovering well.